Event description:
During evaluation of a returned homechoice device, an increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2014 00:51:19. During night drain cycle two, the patient's ultrafiltration reading was 2231ml, indicating the home patient (hp) drained 2231ml more than their maximum programmed fill volume of 2500ml. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter, and the evaluation is complete. The reported problem of an increased intra peritoneal volume (iipv) event was identified in the event history log review. All returned homechoice devices receive a returned instrument testing evaluation (rite). This evaluation includes functional and electrical testing on the device. The device passed rite testing. No abnormalities were identified during internal and external inspections. The cause of the issue was determined to be one or more cycles advances to next fill when slow/no flow occurred above the min drain volume threshold. Should additional relevant information become available, a follow-up report will be submitted.